Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. The complaint sample was evaluated, and the reported event was confirmed. The depth gauge tip at the distal end of the device has fractured and was not returned with the device. Visual examination of the returned product identified signs of use with some wear and tear on the knob at the proximal end of the device. Measured the body of the depth gauge, and it conforms to the print. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of a depth gauge broke during screw hole measurement and all fragments were retrieved. During intra-operative measurement of a screw hole, the instrument was withdrawn at an angle, resulting in breakage of the tip of the depth gauge. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.